Event description:
It was reported that when using the reload, the patient had significant bleeding in the staple line that was circumvented with cauterization plus use of suture thread. There was no surgical delay, and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: was there any other staple issues noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No how was the bleeding controlled? Oversuture throughout the staple line how much blood was lost (ml)? Can't measure did the patient require a transfusion? Yup. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.